Manufacturer narrative:
Conclusion: increased gradients over time can be caused by a variety of factors, such as valve related (degeneration, thrombus, calcification) or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricle dysfunction, valve position). High gradients can also be caused by a decreased effective orifice area (eoa). Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities), pharmacological factors, and/or intrinsic properties of the valve itself. The patient was reportedly hospitalized for congestive heart failure, weakness and angina, as a result of presence of valve stenosis and calcification which can potentially diminish the expected maximum eoa of the device which translates into the reported increased gradients. It was also reported that the patient had additional calcification in the aortic arch and on another native valve. The calcification in multiple areas was most likely not caused by the evolutr valve. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Description of the event: additional information was received that approximately one year, four months three days following the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed an aortic mean gradient of 35 mm hg and a peak gradient of 50 mm hg. Approximately one year, six months, eighteen days following the valve implant, the patient was hospitalized for congestive heart failure, weakness, and angina at rest. The hospitalization was a result of valve stenosis and calcification causing an elevated valve gradient. Subsequently, the valve was surgically explanted and replaced with a mechanical aortic valve. It was reported that additional calcification was noted in the aortic arch and on another native valve. No additional adverse patient effects were reported.  Updated b.7 - relevant history. Updated h.6 - patient codes, device codes, eval method codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated conclusion: pictures of the explanted valve were sent to medtronic for review, however the explanted valve was not returned. The pictures show a valve with what appears to be pannus and calcification. Unfortunately, without receiving the valve we are unable to perform a full analysis and conduct a radiographic x ray to check for calcification and confirm the condition of the explanted valve. Calcification is a known failure mode for bioprosthetic heart valves. As with native valve calcification, there is lack of a comprehensive understanding of why and how bioprosthetic heart valves mineralize. It is recognized that all types of bioprostheses degenerate more quickly in younger rather than in older patients primarily due to differences in immune systems, inflammatory response and calcium metabolism in younger patients. Generally, however, bioprosthetic valves eventually suffer structural deterioration regardless of patient age at the time of implant. Patient health status and co-morbidities may contribute to valve calcification. Calcification is an inherent risk with the heart valve implantation. This event does not indicate device misuse or malfunction. Updated h.6 - eval method and eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year and six months following the implant of this transcatheter bioprosthetic valve, "severe" degeneration of the valve was reported. Aortic surgery was performed, and the valve was explanted. No additional adverse patient effects were reported. Further details were not available.